Event description:
Adverse event information from pms (post marketing surveillance) patient: (B)(6) male; (B)(6) 2011 (operation date): cas operation was performed to l-ica using relevant device for distal protection. Bradycardic and hypopieses was observed during pre-dilatation. After fluid and vasopressor administration, paroxysmal atrial fibrillation was observed. Anti-arrhythmic drug was administered. Asymptomatic cerebral infarction was confirmed with mi after operation. (B)(6) 2011: the patient recovered. Note: physician assessed the relationship between the relevant device and adverse events is unknown.

Manufacturer narrative:
Evaluation of the discrepant device is not possible, device discarded not returning. Device discarded not returning. Results: none.

Manufacturer narrative:
The actual device was not returned for evaluation. Therefore an engineering analysis of the subject device can not be performed. The lot number for the device is unknown and therefore a review of the device history record can not be performed. The event has not been confirmed due to no product was returned. The analysis is complete as of today (B)(6), 2011.